Event description:
It was reported that pt underwent total hip arthroplasty on (B)(6), 2004. Subsequently, the pt was revised on (B)(6), 2011. During the revision procedure, the surgeon noted metal debris, corrosion on head/neck taper and pseudotumor. The acetabular cup and modular head were removed and replaced.